Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the observed issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
While performing preventative maintenance on a customer's device, stryker observed that the device's shock button was unresponsive. As a result, defibrillation therapy may be unavailable, if needed. There was no patient involvement in this event.

Event description:
While performing preventative maintenance on a customer's device, stryker observed that the device's shock button was unresponsive. As a result, defibrillation therapy may be unavailable, if needed. There was no patient involvement in this event.

Manufacturer narrative:
Stryker further evaluated the customer's device and was no longer able to duplicate the reported issue. The cause of the reported issue was not determined. The device was archived by stryker.